Manufacturer narrative:
(B)(4). Account would not release device for analysis the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Requested additional information and received the following response on (B)(4) 2011: [note: only the blue and green reloads are interchangeable for this device. The vascular load is a different device. The information provided indicated that the scrub tech was the one that changed out the reload from green to white during the case.]

Event description:
It was reported that during a whipple procedure, the green cartridge was removed and a white cartridge was loaded in the device. The device was fired. After removing the device, bleeding occurred due to an incomplete staple line. The patient lost a liter of blood and a transfusion was needed. The amount of blood that was given during the transfusion is unknown. Sutures were used to stop the bleeding and complete the case. The patient is currently stable. The account is holding the device and will not release.